Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that part of the outer antenna shaft was broken. The broken piece was still attached. The reported condition was confirmed. This break is consistent with the user exceeding the shaft bend radius limit. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the needle was broken and only connected with other part through ceramic coating, due to this tumor was not ablated. Consultant continued the procedure, but lesion was not covered and consultant rescheduled the procedure.